Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B) (4): noted that the defibrillator conductor was distorted; full lead returned and analyzed.

Event description:
It was reported during the implant procedure, that the lead was opened but not used as the physician deemed it unacceptable due to the "expanded" look of the coil. The lead was not implanted. No patient complications have been reported as a result of this event.